Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device turned off and will not come on. A device was returned to a third-party service center. Turned off and will not come on. Pca with burned components. Pca needs to be replaced. Damaged heater plate kit, blower box kit with oxidation, contaminated blower, damaged heated tube wire, contaminated blower outlet, seal/insulator kit and iso port kit plus contaminated, damaged top enclosure kit, broken ui button, ui bezel plus burnt, and rusty screw kit. Device is scrapped, not acceptable for use. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.